Manufacturer narrative:
(B)(4)." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient implanted with a neurostimulator for urinary dysfunction. The patient had a history of refractory urinary urgency, urinary frequency, urinary retention, and neurogenic bladder. Urodynamic studies were performed on (B)(6) 2012 in the standard fashion, her implantable neurostimulator (ins) was turned on, and the patient was unable to void for a uroflow test. The patient fell asleep on commode. She spent half her time in the bathroom and often fell asleep trying to urinate. The patient was catheterized for 130 milliliters (ml) clear, yellow urine. A cystometrogram was performed: first sensation 725 ml, first desire 904 ml, maximum cystometric capacity 1166 ml, total infused volume 1166 ml. There was no uninhibited detrusor contraction and no bladder pain. Micturition results were: detrusor pressure at maximum flow (pdet at qmax) 5 centimeters (cm)/h20, abdominal pressure at maximum flow (pabd at qmax) 92 cm/h20, vesical pressure at maximum flow (pves at qmax) 97 cm/h20, maximum flow rate 2 ml/second (sec), flow time 49.0 sec, voided volume 75 ml, residual 1125 ml. The electromyogram (emg) was appropriate. An indwelling foley catheter was placed and connected to a leg bag with plans to follow-up the next week. The patient was distraught and didn't "feel like a woman anymore," it's just one more tube," and she "didn't want to live any longer." The cystometrogram demonstrated an underactive detrusor. Sensation was reduced. Pressure flow studies demonstrated a low flow pattern, straining voiding pressures, appropriate electromyogram, and incomplete bladder emptying. Provocative studies showed evidence of no incontinence. The patient's ins was removed and replaced on (B)(6) 2012. Impedances were checked and noted to be within parameters. The patient was taken to recovery in stable condition, where complex programming of the unit was performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.